Event description:
It was reported that this implantable pacemaker device was exhibiting faster battery drain. Boston scientific technical services (ts) discussed that the patient has persistent atrial fibrillation (af) and the consumption was 51 microwatts. Additionally, ts suggested programming the device to vvir with atrial sensing off to conserve battery. The device remains in service. No adverse patient effects were reported.